Event description:
It was reported that the customer was hospitalized for high blood glucose and chest pain. The blood glucose reading at the time of the call was 395 mg/dl. It was stated that the customer had bent cannulas and the insulin pump alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.